Event description:
It was reported that the nurse found the inlay optima ureteral stent was broke into two halves after unpacking the product.

Manufacturer narrative:
The reported event was confirmed and the root cause was unknown. A photo sample was submitted by the customer showing a piece broken off the stent. Only one broken piece was visible in the returned photo. The ureteral stent and pigtail straightener were returned in the opened original packaging. The suture was not provided with the sample; however, the suture porthole did not appear to be damaged due to the suture being cut and carefully removed from the stent by the end user. A break was noted on the body of the stent which was visibly similar to what is seen when the stent is cut with a pair of scissors. No stretching or discoloration was noted on the stent. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse found the inlay optima ureteral stent was broken into two halves after unpacking the product.